Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the closurefast catheter. It was reported that the procedure was stopped at the last cycle near the access site due to foam coming out of the access site. The device was removed and inspected, it was noted that the heating element was slightly deformed. The patient suffered a slight skin burn at the access site.

Manufacturer narrative:
The closurefast catheter was received for evaluation. No ancillary devices or sonogram images from the procedure were received. The catheter was examined: no abnormalities or deformities were noted in the catheter shaft. The coil was examined: near the proximal end of the heating element coil the fep sleeve could be seen to be bubbled. Steam moisture residue was observed inside the fep and on the coil/heating element. Red sanguine material was observed on the bubbling fep. Visual inspection under magnification did not reveal the coil was exposed.